Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure to treat spondylolysis with fixation at l4-s1. It was reported that the surgeon planned the case three days before surgery and chose the clamp mount based on clinical indication. Registration was completed with 1 ap and 1 obl on first attempt without issue. All trajectories were drilled. The surgeon did not like the placement of left l4 which was noted to be deviated medial. The surgeon then chose to place the left l4 screw freehand. All other screws placed well and confirmed with neuromonitoring. The surgeon was happy with final confirmation images. No patient harm was reported and surgery was delayed less than an hour.